Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use the pump alarmed high pressure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: all labels were still intact. / no physical damaged was found on the device. The event history log confirmed that there was a record of the high-pressure alarm occurred continuously after power on or during operate on (B)(6) 2023. It could not confirm the reported issue. The occlusion detection level of the dso sensor was within the standard. As a preventive measure replaced the downstream sensor. The upstream sensor was re-calibrated. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified the device was in for service on (09/2022) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.